Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the broken part of insulin pump and causing reservoirs to fall out. Customer's blood glucose level was unknown. Customer stated that the rim was chipped off. Customer stated that they had to end call because they was on a work call. Customer was going to call back to finish troubleshooting and get replacement. The device will not be returned for analysis.